Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf), and the biosense webster inc. (Bwi) product analysis lab (pal) found small piece of pebax sleeve missing, with metal exposed. The investigational analysis completed 6/26/2019. The device was inspected and a small piece of the pebax sleeve was observed missing, metal exposed, and reddish material was observed inside. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized, and no errors were observed. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: pc-(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 6/4/2019, a manufacturing record evaluation was performed and no non-conformances were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf), and the biosense webster inc. (Bwi) product analysis lab (pal) found small piece of pebax sleeve missing, with metal exposed. Initially it was reported during ablation, when the stsf catheter was inserted into the body, that catheter shook. The cable was changed without resolution. Catheter replacement resolved the issue and the procedure completed without patient consequence. The observed visualization issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 5/28/19, the bwi pal received the device for evaluation and found a small piece of pebax sleeve missing, with metal exposed, and reddish brown residues inside, approximately 4.4 mm from the distal of the tip dome. The reddish brown residues observed in the tip dome have been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The issue of the exposed metal has been assessed as MDR reportable as internal parts were exposed. The awareness date has been reset to 5/28/2019.